Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9226367. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It is possible that this defect can occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Root cause description: it could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper vial material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Rationale: based on the investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the lot and symptom.

Event description:
It was reported that 4 bd precisionglide¿ needles were blocked during use. The following information was provided by the initial reporter: "caller reported [he could not fill the syringe with insulin, he replaced the needle tip and was able to fill the syringe. Occurred 4 times, about every other cartridge change.]"